Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 278, 200mg/dl. Tests were done within 10 minutes with a difference of 29%. Pt did not experience any adverse events. No further info has been reported. Note - customer used the same blood.